Manufacturer narrative:
We have received and evaluated the complaint device. We observed that the shaft of the catheter had been cut (as described in the initial report) at about 3 inches from the tip of the catheter. The returned tip also had a cut on the surface of the balloon. We did not observe any kinks or stretching on the lumen of the catheter. Both of the ligatures of the balloon were in-place and within our specification. When saline was injected through the inflation hole at the cut end, we observed saline emerging out from the skive hole. Also, when saline was injected into the inflation lumen through the y-connector port, saline emerged from the inflation lumen at the cut end. This suggests that there was no blockage in the inflation lumen that could have resulted in this issue. As part of our manufacturing process, a 100% balloon and winding inspection are performed on the manufactured product. Device was pre-use checked and was found to be operational. Our review of the lot history records for this lot did not find any discrepancies either in the manufacturing or packaging process that could be related to this incident. Further, we have not received any other complaints of similar nature for devices from this lot. At this time, we are inconclusive about the root cause of the malfunction since no issue was noted during our device evaluation. It is possible that the balloon was over-inflated or the tortuous anatomy of the patient could have resulted in this issue, since the catheter was stuck inside the patient's vessel which could have occluded the inflation lumen and prevented the balloon from deflating. Use of highly viscous dye also could have contributed to this issue. As indicated in our IFU, we recommend inflating the balloon using a highly diluted radiopaque solution. Procedure was completed successfully using a different lemaitre embolectomy catheter in stock ( lot# unknown).

Event description:
During an embolectomy procedure, the physician could not remove the catheter from the patient's vessel. Physician was also unable to deflate the balloon. So, he cut the shaft of the catheter and punctured the balloon with a needle to remove the device. The operation was completed successfully using a different lemaitre embolectomy catheter.